Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is alarming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6(investigation type, investigation findings & investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse also verified that there were no significant error codes present in the logs. The unit passed all performance and functional tests.